Event description:
It was reported that during an unk procedure, the device would not staple but cut. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.